Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging she could not figure out how to use the onetouch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at an unknown time. The patient claimed she manages her diabetes with pills and diet/exercise. Despite the alleged issue, the patient indicated she continued to administer her dose of diabetes medication (type/dose not specified). The patient denied developing symptoms. Since the patient could not figure out how to use the subject meter, the patient claimed she went to the emergency room (ER) on the morning of (B)(6) 2011 for assistance. At the time of the ER, the patient claimed she was tested by another meter (brand unknown) and obtained a reading of "500 mg/dl" and was then administered insulin (type/dose not specified). At the time of troubleshooting, the alleged issue was resolved with training. Replacement products were still sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.